Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with a broken bearing on the driveshaft. The nose cone, bearing stop, and bearing were replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece overheated and became too hot during an oral surgery. There was no pt or user injury, and the case was then successfully completed with another device.